Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary it was reported that the basket of a ncircle tipless stone extractor could not be opened. The user opened the package and found the basket would not open. This was identified prior to patient contact. The user opened a new device and completed the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ncircle tipless stone extractor was returned in the open position. The device was able to be actuated using the basket handle, though slight resistance was felt when opening and closing the device. No other damage was noted. The complaint failure mode (basket cannot be opened) was not duplicated. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows one other complaint associated with the complaint device lot but for an unrelated failure mode. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions:: ¿enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur.¿ how supplied:: ¿supplied sterile by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.¿ cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter information: customer name and address and phone = phone: (B)(6). Reporter occupation = non-healthcare professional - unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the basket of a ncircle tipless stone extractor could not be opened. The user opened the package and found the basket would not open. This was identified prior to patient contact. The user opened a new device and completed the procedure. A section of the device did not remain inside the patients body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.